Event description:
The customer reported resistance when pulling the syringe plunger past the 2.5 ml mark, describing it as a "speed bump" sensation. This caused leakage during im vitamin drawing, resulting in fluid on the plunger and the staff member's hand. No information was received regarding any serious injury as a result of this product issue.